Event description:
It was reported that during a left ventricular lead implant, the patient's blood pressure dropped from 140 mmhg to 60 mmhg. Echocardiography revealed a pericardial effusion with pericardial tamponade due to cardiac perforation. The physician elected to stop attempts to implant the lead and plugged the lv port on the implantable cardioverter defibrillator. The patient went through pericardiocentesis and blood pressure returned to normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.